Event description:
Patient received an implant on (B)(6) 2010 of a 22 mm bifurcated device and an 25mm aortic extension. During a post-operative follow up, the computed tomography scan revealed a type iii endoleak. On (B)(6) 2012, the patient was treated with a 28mm aortic extension which corrected the endoleak. The aortic extension was ballooned after the implant obtaining good seal. It was reported that the patient did meet the criteria for use as indicated in the instruction for use.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Actual device not returned hence no device evaluation performed. No conclusions can be drawn.contact information not provided during initial MDR report.

Manufacturer narrative:
Endoleaks are a known risk of the procedure. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not received for evaluation.